Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the atrial pacing lead was beyond the expected lower range, analysis of the device memory indicated atrial undersensing information. Beginning (B)(6) 2016, atrial sensing integrity counts up to 2592; at/af episodes with evidence of oversensing and undersensing. On (B)(6) 2016, atrial pacing impedance measured 114 ohms from a trend of approximately 300-400 ohms and is variable.

Event description:
It was reported that there was lead alert due to low impedance, oversensing, undersensing and noise on the right atrial (ra) lead. It was noted the patient undergone an atrial fibrillation (af) ablation procedure. The lead was reprogrammed to vvi40. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated atrial undersensing information.

Event description:
It was additionally reported that the atrial lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.